Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient additionally reported capsular contracture baker grade unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: "in lots of pain, pain travels down back," "intracapsular leak," "chest pain, pain in left chest wall against heart," and "shortness of breath."

Event description:
Patient reported left side "in lots of pain, pain travels down back". Patient later reported "intracapsular leak", "chest pain, pain in left chest wall against heart." Patient additionally reported "shortness of breath"; this event is not related to the device. Device has been explanted.